Event description:
A ventilator was returned to the MFR for routine preventive maintenance. There was no allegation of device malfunction. The device ws not in pt use.

Manufacturer narrative:
During the eval of the device at the MFR's service center, a "service required" code was found in the ventilator's downloaded error log. The device's sensor board will be replaced to address the issue. Device has been evaluated but not repaired, pending customer's approval of the estimate.